Event description:
Doctor was proceeding to puncture into the liver when the needle broke (at the tip) inside the liver with no reason. There was no issue, no hard tissue no scope bending. Approximately 4 cm of the needle broke off in the patients liver. The patient did require additional procedures due to this occurrence. The product did cause or contribute to the need for additional procedures. The following information was received on (B)(6) 2010: 'patient finally went today on surgery and surgeon removed the echotip broken part for patient's liver with success. Patient is currently under surveillance, but seems to be well.'

Manufacturer narrative:
Device available for evaluation: 'product received on' the main section of the device was received at the manufacturers facility on (B)(4) 2011. The 4 cm section of the device which had broken off in the patient's liver was received at the manufacturers facility on (B)(6) 2011. There were no echo-19 devices of lot number c674018 remaining in stock at the time of the complaint evaluation. A 1 x echo-19 device of lot number c674018 was returned for evaluation. The stylet was returned with the device. All sections of the device were returned. It was possible to advance/retract the needle/handle without difficulty. The needle was fractured at approximately 4.2 cm from the distal end of the needle. The needle was not kinked where the fracture had occurred on the needle. The needle appeared to be blocked with blood. It was not possible to advance the stylet through the device. The customer complaint was confirmed as the needle was broken. As the needle was not kinked where the fracture had occurred, it is not possible to conclusively determine how the needle fractured. As the actual use conditions could not be replicated in the laboratory, it is not possible to conclusively determine the cause of this complaint. Prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure integrity of the product. A review of the manufacturing records for echo-19 lot# c674018 revealed no issues which could have contributed to this complaint report. No corrective action is warranted at this time. This observation occurred during the procedure. The 2 year complaint history has been reviewed and it is believed that the likelihood of this type of occurrence is low. The review also indicates that this complaint represents an isolated occurrence with regard to a section of the device breaking off in a patient's body. However, complaints of this nature will continue to be monitored for potential emerging trends.